Manufacturer narrative:
1. The ihealth test kit is authentic as it was purchased from amazon. 2. Customer is claiming false negative because they tested negative with ihealth brand test and then positive at doctor's later, this repeated two more times (three total). On 1(B)(6). 3. False negative was for flu b. 4. Doctor's test was antigen test, the test results of ihealth covid-19/flu a&b rapid test for flu b vs. FDA-cleared molecular test, antigen test was not used as a diagnostic basis. 5. The manufacturer retested the lot: (242cf10718) samples, no false negative were detected.

Event description:
Event details: hello, I bought the covid 3 in 1 tests from amazon. Tested 3 people total in my house. Your tests came back negative for everything. Went to the doctors and positive for flu. I would like a refund.